Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04915. It was reported that the patient presented for generator change procedure. During the procedure it was noted that the set screw was stripped. Multiple wrenches could not get the right ventricular lead out. While attempting to remove the lead from the header, the lead got damaged. The lead was then capped and replaced. The device was explanted and replaced too. The patient was in a stable condition post procedure.